Event description:
It was reported that during a vertical expandable prosthetic titanium rib (veptr) case, the small pin in the veptr nut driver shaft fell out while the surgeon was tightening the nut. The pin was retrieved and surgeon used a backup driver shaft. A piece of the bottom of a rib hook broke off and was retrieved. The surgeon used a backup rib hook to complete the procedure without any other issues or harm to the patient. This is report 2 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and the device had post-manufacturing damage (tab broken off, which was not returned), plus light scratches on the exterior surfaces which is consistent with field use. Since all relevant dimensions could not be measured, this complaint is indeterminate from a manufacturing position. A product development event evaluation was also performed. It is unclear how the pin fell out of the nut driver shaft. The pin is a k7 press fit. This press fit is appropriate for the nut driver use in centering the driver of the nut. This complaint is indeterminate as it is unclear how the device was being used at the time of the event. Extreme forces or severe patient anatomy during implantation may cause off axis loading or bending of the implants or instrument for which they were not designed to accommodate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 2 of 2 for complaint (B)(4).